Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. This incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a sample evaluation will not be conducted. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was related to use error, poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up call for an unrelated issue, the home patient (hp) reported they had peritonitis. Additional information was obtained from the peritoneal dialysis (pd) nurse on (B)(4) 2011. The patient was diagnosed with peritonitis on (B)(6) 2011 and hospitalized from (B)(6) 2011. A pd analysis and culture were performed on (B)(6) 2011. It was unknown if the sample was taken prior to the start of antibiotics. Gram stain results were not provided. The patient was treated for gram positive and gram negative organisms and was given ancef and fortaz ip daily for two weeks. The patient has recovered. The pd nurse stated the transfer set was replaced in the hospital. The cause of the peritonitis was due to the patient not masking or washing his hands before performing therapy. The patient was retrained. No additional information was provided.